Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. No adverse patient effects were reported. This particular device is included in the hydrogen induced premature depletion advisory population. Also, a longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no error codes were noted. It was also noted that the device sensed in the atrial chamber the majority of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that this pacemaker device exhibited a large mismatch between the hardware coulometer and the estimated state of battery discharge. Boston scientific engineering analysis of device data confirmed that the device battery is depleting normally but there has been an increase in power consumption due to a high sensed right atrial (ra) rate. The ra rate was noted to be 125 beats per minute. Boston scientific technical services (ts) provided the analysis results to the healthcare provider (hcp) and also provided guidance that the battery longevity may be improved if the farfield oversensing issue is resolved. Ts indicated to the hcp to make a note for the next clinic visit to call ts again to assist with programming the blanking period to see if the farfield oversensing issue can be improved. The same hcp contacted ts again approximately four months later to discuss programming for the farfield oversensing issue. The patient was noted to have a history of atrial fibrillation and has an implanted left atrial appendage closure device. Ts discussed that a recent presenting electrogram shows the farfield signals fall appropriately into the programmed blanking period most of the time but there is also ra noise at the end of the electrogram. The hcp noted they were able to reproduce noise with testing in the clinic, but the noise was not oversensed. Ts indicated the ra noise appears to be oversensed when the patient is ambulatory and with larger movements. Ts discussed possible programming options but noted it was at the clinicians discretion because there may be a potential ra lead issue. The ra lead is not a boston scientific product. Ts discussed the option of consulting the ra lead manufacturer. The products were explanted and returned for analysis without additional allegations. No patient symptoms or adverse patient effects were reported.